Manufacturer narrative:
(B)(4).

Event description:
Additional information provided indicated the probe's aspiration was working.

Manufacturer narrative:
No sample has been returned for evaluation for the report of no cutting performed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe did not cut during a procedure. The product was replaced and the procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and was found non-conforming with the cutter stuck in the port. No functional testing could be performed due to the cutter remaining stuck in port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at the bend area of the inner cutter. The inner cutter pulled out of the coupling. Presence of adhesive was observed on the inner cutter. The returned complaint sample was unable to be functionally tested. However, the cutter remaining stuck in the port would contribute to a cut issue as was reported. The root cause for the observed non-conformance is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal CAPA investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).